Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device revealed that the distal section of the stylet was wavy, and the needle and sheath were kinked near the handle. The needle was also found to be bent at the distal end and inside the handle. Functional analysis noted that the needle was unable to fully extend. The reported complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context.   A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017.   According to the complainant, during the procedure, while re-inserting the stylet back into the device it got kinked. The procedure was completed with a different device.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; distal end of the needle was bent.